Event description:
A baxter field service representative returned an infusion pump for failure code 500:320. Although attempts were made to obtain additional information from the reporting facility and the baxter field service representative, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contacts were provided.